Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: moisture was observed within the battery compartment. A battery compartment crack was discovered during investigation. Moisture was observed on the pump¿s internal components. Unrelated to the complaint, a pump case crack was discovered; a pump case leak was observed during leak testing. Moisture was observed underneath the display lens.

Manufacturer narrative:
Additional information: additional product analysis completed on 08/20/2014: battery compartment moisture was observed during evaluation.